Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. Also moisture damage noted on motor assembly and lcd board noted. No unexpected battery change to slow message noted during testing. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the customer jumped into the water with the pump on and none of the buttons were working. Customer's father stated that he took the battery out and when he placed it back in, he received a message saying that the battery was changed too slowly. Customer's father was not able to clear the alarm. Customer's blood glucose was 120 mg/dl at the time. Customer's father stated that there is no moisture visible in the pump. Customer's father was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.